Event description:
A us distributor contacted zoll to report that a patient developed a irritation under the lifevest equipment. Patient described the area as irritation . The patient does have a nickel allergy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient to wear lv every other day and apply benedryl for the skin irritation.outcome of the irritation is unknown.